Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as shaking, sweating, mental confusion, and inability to follow simple commands. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery as the pump was not working correctly. Troubleshooting was completed and the pump passed a self test and a displacement test. The customer had been walking with their spouse for an hour and the customer has a hypo disorder. The insulin pump will be returned for analysis.